Manufacturer narrative:
Product complaint # (B)(4).

Event description:
The reported implants were implanted to the patient¿s hip joint on (B)(6) 2014 via (B)(6). The revision surgery was performed on (B)(6) 2017 due to liner dissociation, so that the head and liner were revised. Permissive lot number of the reported head (p/n 136528310) was 7807407 or 7816660. The patient is female. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 391972 device history review: no anomalies or deviations were found during DHR review. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.